Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device had foot pedal failure during cleaning and disinfection. There was no patient involvement. No reports of user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, it was evaluated on site and the reported failure was confirmed. No new reportable malfunctions were identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the performance of a consumable deteriorated as the number of usages increase. Cause traded to component failure of the footswitch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had foot pedal failure during cleaning and disinfection. There was no patient involvement. No reports of user harm associated with this event.